Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges sinus infections. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges sinus infections. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. No evidence of foam particles was found in the device assembly. Dust contamination was observed within the device. Error code 93 (indicating an issue with the pca) was found in the device log history. The device was scrapped. Submitted when the manufacturer's investigation is complete. Update: manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.